Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the sheath was inserted into the pt. The md found it was impossible to insert the iab through the sheath. As a result, the iab was not inserted. Per the md, "the iab is damaged and can not be used." The md removed the iab and sheath as one unit. The md used another iab-05830-lws with success. There was no reported pt death. The pt was not injured and there were no reported pt complications. There was no medical/surgical intervention required. The pt's outcome is listed as "fine". Additional info received on (B)(4)2010 from (B)(6) stated that the anatomical insertion site was the right femoral artery.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.